Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and the physician received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. The physician noticed the patient was exhibiting "excessive bleeding and over dilated cervix". The patient had a "tear in the cervix". The physician "stitched the cervix and placed monsel's paste on the area". Dilatation and a laparoscopic tubal ligation (not hologic devices) were performed prior to the attempted ablation. It is not known when this bleeding occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).